Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery for an open reduction internal fixation (orif) for a distal tibia fibula fracture, the surgeon over torqued the stardrive screwdriver shaft and the tip became twisted. The surgeon used another stardrive screwdriver shaft and again the tip also became twisted during use. Another set was available and surgery was completed successfully. There was no harm to patient and no surgical delay reported. This report is 2 of 2 for (B)(4).